Event description:
Device returned for analysis with report of "patient complaining of inconsistent perfusion of medication." Patient has signs and symptoms of medicaiton withdrawal 2 weeks ago. A pump study and rotor study were done. The pump was found to be stalled in the rotor study. The pump was replaced. Patient is doing fine with the new pump.